Manufacturer narrative:
No conclusion code available. Final analysis found that communication could not be established between the device and the programmer due to the battery was depleted. The cause of the battery depletion could not be determined.

Event description:
Additional information indicated that the device was explanted.

Event description:
It was reported the asymptomatic patient presented to the clinic for a follow-up. During the visit, the confirm loop recorder could not be interrogated using two merlin programmers. No further information was available.

Manufacturer narrative:
(B)(4).